Event description:
On (B)(6) 2011, pt reported being hospitalized with ketoacidosis on (B)(6) 2011. Pt reported he change his infusion site on (B)(6) 2011 and began feeling ill later in the evening. Pt stated his blood glucose monitor read 'hi'. Pt reported he went to the hospital where he was admitted and diagnosed with ketoacidosis. Pt stated he believe the hospital meter read 'hi'. Pt's normal blood glucose level is 150-200 mg/dl. Pt reported he was taken off his infusion device and the infusion set was discarded by hospital staff. Pt stated he spent 4 days in the hospital. Pt reported he is home now and not feeling well at the time of our call. Pt stated he is contemplating returning to the hospital. On follow up call on (B)(6) 2011, pt reported he was taken by ambulance to the hospital on (B)(6) 2011. Pt stated his blood glucose reading was over 800 mg/dl when he arrived at the hospital and was put on a insulin drip IV with saline. Pt reported the infusion cannula was bent and never penetrated the adhesive dressing that was placed over his infusion site. Pt stated he was hospitalized for 4 days and then released. Pt reported he went back on the infusion device and last night began not feeling well again. Pt stated he was taken to the hospital by a friend and his blood glucose reading was again in the 800's mg/dl. Pt reported he was taken off of the infusion device again and placed on an insulin drip IV along with saline. Pt stated he noticed the cannula was bent again and never penetrated the dressing. Pt reported he inserts the infusion sets by hand. Discussed using the insertion assist plus device. Discussed using a different type of infusion set. Pt stated his current blood glucose is 496 mg/dl. Product was replaced and requested return of the alleged product for eval.